Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Serious and life threatening adverse events, including sepsis and death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Pt was admitted to the ccu on (B)(6) 2016 for worsening respiratory failure in context of febrile illness. Blood cultures from osh positive for (B)(6). Patient struggled with complex hemodynamics in the face of severe sepsis. He was maintained on broad spectrum abx, but developed a metabolic acidosis that eventually required intubation for compensation. He was maintained on ventilator support, but eventually became anuric with an aki. Inotrope and vasopressor support provided, but patient remained anuric and had progressive worsening acidosis. Renal was consulted and recommended hd. Family discussion held and it was determined t would not desire hd or further life prolonging measures. Family was with patient when support was withdrawn, he passed peacefully. No autopsy performed.